Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock induced ventricular fibrillation. Another shock successfully converted the arrhythmia. The doctor is thinking about replacing the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide a correction for the patient codes section. It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock induced ventricular fibrillation. Another shock successfully converted the arrhythmia. The doctor is thinking about replacing the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event. (B)(6) 2023. This supplemental report is being filed to provide a correction/change for the patient codes section. Code e060110 is the correct code.